Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse due to all the thermostats being bent with one completely bent in half. Leads were out of place and bent in half. Pad came into us bunched up and stained. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (pipe number 13-0002) to reduce the occurrence of this issue.

Event description:
The user mailed us the pad because it stopped working.